Event description:
The patient's lead and generator were explanted. It was reported that during surgery, surgeon first attempted to disconnect the original lead from the original m102 generator and reconnect to check terminal pin connection, including alleviation of the air in the header with wrench insertion. High impedance was still seen after this. Then the surgeon attempted to connect the original lead to the new m106 device which still resulted in high impedance. The surgeon then decided to replace the entire system (lead and m102 generator). The original m102 generator and lead were successfully explanted and replaced with new lead and the m106 generator. The patient's explanted devices have not been received to date. No additional relevant information has been received to date.

Event description:
It was reported that a patient with an m102 was found to have high impedance with a programmer that has m3000 software. The representative had the physician zero out the output currents and a system diagnostics still reported high impedance. No surgical intervention has been reported to date. No additional relevant information has been received to date.